Manufacturer narrative:
(B)(4). Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Successfully utilized crest and thus to download history files, traces and comlink3 files. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 11/15/2022 to 05/10/2024. There was no data available to verify pump error(s)/alarm(s) noted 2 days prior to the event date 03-jun-2024 in the formatted history file. However, critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 05/10/2024 12:06:31.000 and 05/10/2024 12:06:31.000. Critical pump error (open book image) alarm and pump error 35 alarm were confirmed, suspected on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed along battery compartment of the pump during analysis. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm were confirmed, suspected on the force sensor. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer that damage (physical or cosmetic. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer would dis-continue the use of the device. Product mmt-1712kl was returned for analysis.